Event description:
After being pregnant a lot and only having three live babies, I wanted to become fixed. So I got the essure. The doctor never really told me a lot about it, but that it was in and out and could walk right afterwards. Which I needed being that I had three babies at home and a husband that was in the military and gone a lot. I got it done in (B)(6) 2009 and can't walk half the time.